Manufacturer narrative:
The service actions performed by the engineer resolved the issue. The root cause was hardware-related.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with creatinine plus ver.2 (crep2) and 1 patient sample tested with tina-quant c-reactive protein IV (crp4) assay on a cobas pure c 303 analytical unit. Sample 1: crep2: initial result: 80.9 umol/l. Repeat result: 64.3 umol/l. Sample 2 was tested on (B)(6) 2025 for crp4: initial result: 2.96 umol/l (accompanied by a data flag). Repeat result: 67.3 umol/l.

Manufacturer narrative:
The crep2 reagent lot number was 853138. The expiration date was not provided. The crp4 reagent lot number and expiration date were not provided. The field service engineer found that the rinse water level for the sample and reagent probes was low, the detergent fill level in the cuvettes was low, and the gear pump pressure was very high. He cleaned the sample and reagent probes, checked and cleaned the rinse tubings and nozzles, adjusted the fill levels of detergent in the cuvettes, and adjusted the rinse water levels and the gear pump pressure. He then performed an instrument check, and the instrument was performing within specifications. Qc was performed with successful results. The investigation is ongoing.